Event description:
It was reported that the ilet pump touchscreen was cracked and became unresponsive, with the display lighting up light grey and not showing information; the device continued dosing per the paired app, and the issue was associated with an unresponsive touch interface on the touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software problem was identified in conjunction with an unresponsive key or button behavior localized to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.